Event description:
I have been having major cramping in my sides so bad that I have to sit down to calm them down. It seems like it started not to long after I had them but it has intensified the longer I have had essure. It is getting to the point I don't know if I will be able to work. (B)(4).